Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed front housing damage (lower front side, right edge) and front label (keypad) damage. Event history log review was not applicable. Functional testing was able to replicate and confirm the reported issue; the device showed lec 1720 after power up. The root cause was unknown. The backup capacitor was to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited lec 1720. The event occurred during testing; there was no patient involvement and no patient harm.